Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Event description:
Product or parts being returned: no. If no, is it because the sample was discarded?: yes date event occurred (if different than procedure date) (mm/dd/yyyy): rep believes (B)(6) 2015 was there injury or hazard to patient or user: yes. If yes, describe, include treatment: had to open patient. Patient is still in critical condition. According to the reporter: per the sales rep, reload locked down on lung resulting in the need to open the patient to complete procedure.